Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers or stuck buttons noted. Analysis was unable to test for battery out limit and bolus stopped alarms due to no button response. Analysis was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.